Manufacturer narrative:
(B)(4).

Event description:
It was reported that the caller was not able to adjust stimulation and the "call your doctor" icon was on. Pt had seen this hcp-eri message for about a month. It was suggested to see an hcp. The pt saw the hcp and the hcp stated the battery was dead. Reported parameters were 1 program, 2 anodes, 1 cathode, 2.6v amp, 450 pw, 60 hz, 1 sec on / 1 sec off. The device was approx 2 years post-implant. The pt stated at implant the longevity estimate was for 2 years without cycling and for approx 4 years if ins was cycled at 1 sec on and 1 sec off. It was reported that there was a need for add'l testing by rse to determine true potential of the issue. It was reported that the ins was on at all times. Only a few times in the past 2 years had the pt turned the device off. The pt rarely touched the remote only if the pt turned the remote on or off. Once in while the pt turned and parameters down but then it was set back to 2.6 volts. The current parameters were the same as those programmed at implant. The premature eri ins (alleged due to cycling) was explanted (B)(6) 2011.